Event description:
The user reported the top housing is broke found during testing. There was no patient impact, no adverse consequences, no medical intervention and no delay.

Manufacturer narrative:
Additional information: d9.

Event description:
The user reported the top housing is broke found during testing. There was no patient impact, no adverse consequences, no medical intervention and no delay.